Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set tubing was separated from the (white) twist sleeve. This issue was noticed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified a silicone tubing was separated from the female connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.